Event description:
It was reported that approximately 5 minutes into an MRI scan procedure ((B) (6) 2009), the patent experienced a panic attack and the scan was stopped. A warm feeling in their back (location unspecified) was noticed after the scan was stopped. The implantable neurostimulator had been turned off for the MRI scan. The device is located within the buttock area. The patient is now experiencing recharging issues; the patient normally charges every 2 weeks but states that now recharging is being done more frequently. Additionally, after charging for 14 hours, it appears the charge does not advance. The device has been kept off since the incident. A follow-up will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4)